Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier - multiple - sids: (B)(6).

Event description:
The customer observed falsely elevated troponin results on the architect analyzer. There was no impact to patient management reported. Specific initial and repeat data was provided for 31 sids ranging from less than 0.01 to 0.37ng/ml (customer's diagnostic cutoff is 0.04ng/ml).

Manufacturer narrative:
Suspect medical device; 4. Catalog # from 02k41-36 to 02k41-37. Evaluation of tickets for lot 79348un17 determined that there is normal complaint activity and no trends for the reported issue. Accuracy testing was performed with retained kits of lot 79348un17 and all acceptance criteria were met. A review of labeling was found to adequately address the issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a deficiency was not identified as panel testing shows that the likely cause lot performs per specification.